Event description:
It was reported that on (B)(6) 2013 telemetry confirmed that a critical alarm was occurring. The patient missed her pump refill on (B)(6) 2013. The low reservoir alarm occurred on (B)(6) 2013 and the empty reservoir alarm occurred (B)(6) 2013. The patient experienced a return of symptoms. The family noticed she was not feeling well. The school thought there was something going on the week prior. The week prior the patient was more tight and her back was hurting. The patient was more lethargic since yesterday. When they went to refill the pump, the erv (expected reservoir volume) was 0; the arv (actual reservoir volume) was 13 ml. The logs were checked again and no motor stalls were seen; all previous logs were normal; the pump appeared to be okay. The patient and family had not heard the pump alarming. The refill went well and the fluid that was aspirated was clear. The pump was filled with 40 ml of drug without difficulty. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).